Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during a battery replacement, the old lead was placed inside the new battery. The impedance test was done but showed high. The healthcare professional (hcp) attempted to take out the lead from the new battery to troubleshoot however the lead got stuck in the new battery and broke inside the socket. The electrodes were stuck in new battery. No cause known. Nothing will be returned as discarded. Another lead replacement was booked/scheduled in future.